Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Reportedly, the battery gauge remained static at 100% after the pump had been in use for a day. Customer's blood glucose level was 146 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.